Manufacturer narrative:
This lead was capped and successfully replaced. No additional information is available and this lead will not be returned for analysis. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a patient follow up, this right ventricular defibrillation lead presented with an increase in pacing threshold and impedance measurements and an out of range shock impedance measurement. A replacement procedure was performed and the change in lead measurements were confirmed when tested on the pacing system analyzer (psa). A chest x-ray was also taken and revealed a fibrosis around the lead. No adverse patient effects were reported.